Event description:
It was reported that the patient presented in the emergency room. Review of the transmission revealed that the right ventricular (rv) lead exhibited high capture thresholds, failure to capture and r-wave amplitude variation. X-ray was performed and revealed a dislodgement of the rv lead. The lead was explanted and replaced. The patient was in stable condition.